Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, the device would not power on in either a/c or battery mode. The complainant indicated that there was no pt involvement in the reported failure.